Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the screen blacked out at boot-up and also had a long boot after it was started although it was noted that an error was found in the error logs. The hard drive was reconfigured and the software reloaded. It was further noted that the keyboard latch was broken and it was replaced. (B)(4).

Event description:
It was reported that during a patient check the programmer had a screen blackout and additionally a long boot after it was started. Follow-up determined that the black screen occurred at the initial boot and that once restarted the programmer was able to function as expected. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.